Event description:
During a laser hair removal procedure, a pt received a second degree burn on both lower legs.

Event description:
During a laser hair removal procedure, a pt received a second degree burn on both lower legs.